Manufacturer narrative:
(B)(4). One 8.5f agilis nxt steerable introducer sheath was received for evaluation. A kink was noted 1.45¿, 25.78¿ and 28.08¿ proximal to the distal tip of the sheath. The results of the investigation concluded the device deflected in both directions when actuating the steering mechanism, but no longer deflected in the correct shape due to the aforementioned damage. The device met sjm specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the kinks is consistent with damage to the device during use. The cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 3008452825-2015-00112. During a pulmonary vein isolation procedure, a cardiac perforation occurred. Transseptal puncture was performed with a brk transseptal needle through an agilis nxt introducer. The agilis nxt introducer appeared to have a kink in the shaft and was replaced; however, it was unknown when the kink occurred. Non-sjm catheters were advanced into the left atrium and geometry was collected but the posterior pulmonary veins were difficult to access. A transesophageal echocardiogram was performed to verify the puncture site and it appeared the transseptal needle had crossed the septum transmurally before exiting into the left atrium. All catheters and introducers were removed and protamine was administered, at which time the patient appeared to have an anaphylactic reaction. The patient became hypotensive and a widening qrs was noted on the EKG. CPR was performed for a short time and the patient stabilized after administration of steroids, after which the patient was transferred to the ICU for observation. The patient was then stable. Additional information received indicates the brk transseptal needle was advanced and withdrawn with no issues. It is thought the agilis nxt introducer may have then contributed to the perforation.

Manufacturer narrative:
During a review of files, it was noted this report was inadvertently submitted under the incorrect site registration number. The correct listing number should be 3005188751.